Manufacturer narrative:
(B)(4). Concomitant medical products ¿ zimmer segmental articular surface with segmental hinge post size c 14mm catalog #: 00585003014 lot #: 63644221, zimmer segmental distal xt femoral component size c catalog #: 00585004301 lot #: 63970726, zimmer segmental precoat tibial component size 4 catalog #: 00588000400 lot #: 63914801, zimmer segmental precoat tibial augment block size 4 10mm catalog #: 00588000410 lot #: 62013221, zimmer segmental precoat stem extension catalog #: 00585205013 lot #: 63786590, zimmer segmental stem collar catalog #: 00585204035 lot #: 64080211. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital does not typically release implants and the sales representative was concerned about handling the infected prostheses. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2019-00896.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision of the polyethylene components to address a (B)(6) that developed within approximately seven (7) weeks post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event was unable to be confirmed. The device history records were reviewed and no discrepancies were identified. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per package insert for the zimmer segmental system, infection is a known adverse effect of this procedure. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.